Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The aiming beam was readjusted, the filters were cleaned, and the power of the system was checked, as a preventive measure. The system was tested and found to meet product specifications. The laser was manufactured on november 18, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported the laser would not focus before a focal procedure. There was no patient involvement. The case was performed by enlarging the laser spot size.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).